Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found rust on the siderail latch and pivot pins. The technician cleaned and lubricated the parts to repair the bed.